Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. Product ID :8870 , serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (500 mcg/ml at 160 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On 22-oct-2019 it was reported that the patient¿s pump was alarming due to an empty reservoir that occurred on (B)(6) 2019 per the event logs. The pump went empty because the patient did not want the pump anymore, but the hcp decided to refill it. The hcp filled it today with lioresal (2000 mcg/ml) with a dose of 145 mcg/day and programmed a single 30 mcg bolus over 30 minutes. The hcp realized, after 2.75 hours, that the new concentration and a bridge bolus were not programmed, so the hcp stopped the pump. The hcp was calling about next steps. The hcp was then assisted with calculating and programming a modified bridge bolus/priming bolus. No patient symptoms were reported. No further complications were reported/anticipated.